Manufacturer narrative:
Additional information: no further information was able to be obtained from this customer. However, the product was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The product was manufactured on september 25, 2015. There were (B)(4) paks associated with this lot. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. Based on qa assessment, the product met specifications at the time of release. A cassette and 3-way stopcock received at for evaluation. A visual assessment of the returned sample was performed and showed no obvious non-conformities. The sample was installed into a calibrated system. The sample primed successfully. When the footswitch was depressed, the cassette housing filled with water until the system automatically started draining the cassette. The sample was found to be functioning as intended. The reported event was unable to replicated, and no problem was found with the sample. No problem was found with the returned sample. Therefore, the root cause of the reported event cannot be determined conclusively. The customer did not return a 23ga probe for evaluation. The final customer lot was identified as lot 15034269x. For this lot, seven component probe lots, manufactured in july and august 2015, were used to make up the final lot. A device history record review for each of the seven lots was conducted. According to the device history record review, three lots were reprocessed for anomalies that did not contribute to the customer complaint. The product was released based on the product¿s acceptance criteria. No additional investigation is required based on device history record reviews. Four lots had no anomalies found based on the device history record reviews. A complaint lot history examination indicates there were no other complaints for the reported issue. Because a sample was not returned and the lot information provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: 2016-22710

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during testing before a procedure, the power of suction was weak and a strange sound was heard. The consumable pack was replaced to proceed with surgery. Additional information has been requested.